Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient reported that back in 2008 the catheter ¿broke for some reason¿. The patient stated it broke on its own, not sure if the patient twisted wrong but the patient went through withdrawals. The pump was used to deliver baclofen and morphine. No interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.